Event description:
It was reported that (1) instrument was used during a thorascopy. It was reported by the rep that the ez45g instrument would not fire. The case was completed by using another instrument. There was no consequence to the pt.